Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2020, and no autopsy was performed. The pump was not returned for evaluation. Review of the available device history records showed no deviations from manufacturing and quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2018. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists the adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. No autopsy was performed and the device was not explanted.